Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported on 01mar2019 a codman programmer was not working and an MRI was delayed, which resulted in patient death. The cause of death was recorded to be "massive intracerebral haemorrhage, hypertension, post-craniotomy- avm, ischemic heart disease".